Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 128 mg/dl, 64 mg/dl, and 63 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated, he did have some hypoglycemic symptoms and that he self treated with oj, food and glucose tabs. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.